Event description:
During baxter's evaluation a spectrum pump alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of door not fully latched alarms was reproduced and confirmed through evaluation. This condition was caused by loos mechanical assembly mount screws. The loos screws allowed separation between the front case and mechanical assembly, causing the force required to close the door to be above expected levels and if not applied would cause the unit to alarm door not fully latched. The mechanical mount screws were replaced.